Event description:
It was reported that the pacemaker, right atrial (ra) right ventricular (rv) lead were exposed and visible. The full system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
H6- health effect- clinical code should be "4581 - appropriate term / code not available" rather than "1154 - wound dehiscence".